Event description:
Pharmacist reported the customer had a blood glucose result of 245 mg/dl on the advantage system at a time when he was having symptoms of hypoglycemia. Paramedics had a 42 mg/dl within 10 minutes on a professional system. Customer was given glucose gel for symptoms of hypoglycemia. A request was made for the return of the system, replacement was sent.